Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found the sample probe required adjustment and the waste drain required cleaning. The fse adjusted the sample probe and cleaned the waste drain. A 6-patient correlation was performed with acceptable results. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for sodium (na) on a cobas pro ise analytical unit. Patient 1 initial result was 150 mmol/l. The repeat result from a different analyzer was 139 mmol/l. Patient 2 initial result was 150 mmol/l. The repeat result from a different analyzer was 138 mmol/l. Patient 3 initial result was 147 mmol/l. The repeat result from a different analyzer was 135 mmol/l. The initial results were reported outside of the laboratory where they were questioned. The repeat results were believed to be correct.